Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger rod was damaged/broken. The following information was provided by the initial reporter, translated from french: "this message is to report an incident; we have found this syringe lot 2211036 exp 10/31/2027. We have not used it.".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2023. H.6. Investigation summary: one 50 ll syringe received for investigation. Upon visual evaluation, damaged on barrel and plunger is observed, therefore the incident is confirmed. A device history review was performed for lot 2211036, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe plunger rod was damaged/broken. The following information was provided by the initial reporter, translated from french: "this message is to report an incident; we have found this syringe lot 2211036 exp 10/31/2027. We have not used it."